Event description:
Self extubation by pt. Rns were in other rooms right next door, unable to hear the low pressure alarm on ventilator because it is so soft and sounds very much like hosp pager units. Pt off ventilator 10 mins. No adverse outcome but could have been life-threatening. Recommend changing tone of alarm and making louder.